Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a partial stent deployment occurred. The 80% stenosed lesion was located in a left circumflex artery. The lesion was predilated with an 2.5x16mm non bsc balloon which reduced the stenosis to 4%. The physician advanced the 2.50x16mm taxus liberte' drug eluting stent to the lesion and when they attempted to deploy the stent, a leak was noted. It was unknown if the leak was in the shaft or the balloon. The stent only partially deployed. The stent delivery system was withdrawn and a 2.5x16mm non bsc balloon was advanced to the stent and completely deployed the stent. No further patient injuries or complications occurred. Patient's status is satisfactory.